Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 to 49 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Additionally, it was reported that customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was address by a correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.